Event description:
The customer reported that an incorrect total blood volume (tbv) was entered for a donor. She stated that upon qa review of a run that was performed (B)(6) 2012, she noted the tbv was not the same as a previous run. On (B)(6) 2011, the tbv was documented as 4297mls, and on (B)(6) 2012, the tbv was documented as 3814mls. The donor never complained during the donation. No medical intervention or follow up was performed with the donor. Patient ID and age are not available at this time. This report is being filed due to device malfunction in the form of operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: upon review of the rdf's it was discovered that the donor's tbv was previously entered as 483 mls too much. The difference in the tbv was due to a wrong gender being entered for the run. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history record (DHR) was reviewed for this event: the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. No service was performed for the reported issue as the reported condition occurred a year earlier and was determined to be due to incorrect input of data. The device has since had preventive maintenance performed with no issues found. Root cause: operator error - incorrect data entry by the operator. Corrective action: the run data review was provided to the customer.